Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the insertion handle broke during surgery. There was no patient harm or surgical delay. Another instrument was available to complete the procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the investigation has shown that the insertion handle was broken off as complained. There are strong traces of use that are visible on the instrument. The review of the production history revealed that this item was manufactured in december, 2006 according to the specifications. No material related issues that would have contributed to this complaint were found. Since no manufacturing related condition was found, it is most likely that high applied forces caused the breakage. Since this instrument is quite old, this complaint is considered as normal wear and tear after use. No product fault could be detected device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.